Event description:
Device malfunction: needle to cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician not trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle to cuff miss occurred and "no suture was attached to the needles." Hemostasis was achieved with a second proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. One sterile, unused device from the same lot is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted upon device evaluation.